Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed the operational check for the defib/pads test, with charge/shock failure and shock equipment malfunction errors. These symptoms represents one failure. There was no pt involvement.